Event description:
Analysis of the device revealed that the delivery wire was broken. No clinical consequences were reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the delivery wire was broken, kinked on multiple sections and the proximal contact was kinked. In addition, the main coil was found kinked. During removal of coil from the introducer sheath, slight friction was experienced likely due to damages found. Based on the information available and analysis of the device, it is probable procedural factors limited the performance of the device resulting in the damages observed. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
Analysis of the device revealed that the delivery wire was broken. No clinical consequences were reported to the patient.